Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique via a 9f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. The sutures were successfully placed. The sheath size remained at 9f and the pevar procedure was completed. Reportedly post procedure, the first suture was tightened (worked as intended). During use/handling of the second suture, the suture separated. Manual compression was applied in addition to the first successful suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. (B)(6) hospital.